Manufacturer narrative:
Unit passed displacement test, active current measurement, and selftest. However, unit received with unexpected battery power loss shown in power graph at a period of time and had high sleep current. Problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had short battery life. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.